Event description:
Procedure: whipple. According to the reporter: the staple line was not complete; some staples from the device were missing. This problem occurred multiple times in the same procedure and the anastomosis was re-done five times until the result was perfect. There was an extension of surgical time by 45 min. There was no blood loss over 500cc. There was unanticipated tissue loss. There was no unanticipated tissue damage. There was no reinforcement material used.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).